Manufacturer narrative:
(B)(94). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 07/23/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's meter did not warn the patient when their blood sugar went low because the receiver was inaccurate, displaying 92mg/dl. Patient's fingerstick read 20mg/dl. The patient passed out and went into convulsions. Paramedics were called by the patient's wife. The patient was taken to the hospital and was awake after glucose was administrated by the paramedics before reaching the hospital. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.